Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal procedure, when the surgeon needed to fix the mesh into the inguinal cavity, the tacks were lightly outside the device and could be a risk of injury when tacks entered before into the mesh while surgeon made any pression to fire. Surgeon had opened another device to complete the procedure. There was no patient injury.